Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient required disconnection of the universal connector in order to connect to the cycler for treatment while hospitalized. Technical support advised the patient to contact the peritoneal dialysis registered nurse (pdrn) for further instructions. Upon follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of abdominal pain. The patient was hospitalized with peritonitis. Per the nurse, the patient¿s pd culture (obtained on unknown date) yielded an elevated white blood cell (wbc) count and no organism growth. It was reported the patient was treated with intra-peritoneal (ip) antibiotics (unknown medication) and pd therapy continued in the hospital with baxter products. Subsequently, on (B)(6) 2020, the patient was discharged home continuing pd therapy with the same cycler. The patient is recovering from the event, according to the nurse. The nurse stated the patient did not have any fluid leaks or any issues with fresenius device, product or drug in relation to the event. The nurse states the peritonitis was caused by a breach in aseptic technique during the pd exchange.